Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated that the customer attempted to use the aviva meter when he was shaking and lethargic, but could not because it did not have power. Reporter stated that she called the paramedics, who arrived in 10 minutes, and they obtained a 288 mg/dl result on their system. Reporter stated that the paramedics treated the customer for hyperglycemia, but she was not sure how. Reporter stated that the customer was taken to the hospital where he was admitted. No other actions were reported taken or treatment received. A request was made for the return of the affected product.